Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025, the user reported being out of supplies while using a convatec contact detach (cd) infusion set and switched to backup therapy. The highest blood glucose (bg) recorded was 400 mg/dl. The user reported nausea and vomiting twice with no appetite. The healthcare provider (hcp) was already aware and had provided instructions for managing high bg. The agent arranged for overnight shipment of supplies, advised testing for ketones, and following ketone action protocol (kap). No outside assistance or medical intervention was required at the time of call.